Event description:
It is alleged that during a case the wrist of the prograsp instrument was broken at an angle inside the pt and was impossible to get out of the cannula. In this particular case they detached the cannula from the instrument cannula mount, and took the cannula out with the instrument still inside it. It was reported that there were no more sterile case due to lack of cannulas, they broke the wrist off the end of the instrument in order to get the wrist off the end of the instrument in order to get the instrument out of the cannula. No adverse events to the pt were reported.